Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient was unable to communication with the ipg following a fall. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: b1, b2, h1: the follow-up number- 2 should have been marked as h1 serious injury.

Event description:
Additional information received indicates that surgical intervention took place wherein in the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.